Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was missing and the j704 connector on the distribution node pca was broken. The root cause for the missing cable was excessive force. No adverse event resulted from the defective monitor and electrode belt. Manufacture dates: monitor: 09/16/2015, electrode belt: 2/13/2012.

Event description:
During servicing of a monitor and electrode belt, which were returned for an unrelated reason, reportable malfunctions were found. Monitor sn (B)(4) was unable to communicate with an electrode belt and electrode belt sn (B)(4) failed incoming functional testing.